Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient clarified that the device was not working anymore and that it just stopped working. The patient stated that they had been hurting (¿cent give the second¿ ¿ unclear what this means). They further noted that nothing had been done at this point and that they had an appointment scheduled with their doctor on (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient¿s ins quit working. The caller reported that they contacted the healthcare provider (hcp) and were told that they couldn¿t see patient for another year. Physician listings were sent to the patient. No symptoms or complications were reported.